Manufacturer narrative:
Per a follow-up good faith effort response received, the clinical engineering technician ultimately replaced the power management pcba and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the clinical engineering technician on the v60 ventilator indicating that a 1007 "machine and proximal pressure sensors failed" error occurred. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The clinical engineering technician tried the data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) pcba cable, da pcba, mc pcba, and power management (pm) pcba from a working v60 device, but the issue remained. The remote service engineer (rse) recommended that the clinical engineering technician check the pins on the pm pcba, but the clinical engineering technician believed that the problem was with the central processing unit (cpu) pcba. The rse provided the clinical engineering technician with the part number and price of the replacement cpu pcba for repair. Per good faith effort (gfe) response, the clinical engineering technician ultimately concluded that the replacement pm pcba needed to be ordered. The investigation is ongoing.